Event description:
It was reported that there was difficulty in placing the right ventricular lead during initial implant. When removed, lead found to have curve at distal end, unable to use. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was breached due to being cut. The tip was bent suspected to be due to implant procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was difficulty in placing the right ventricular lead during initial implant. When removed, lead found to have curve at distal end, unable to use. The lead was not used and was replaced with a new lead . No patient complications have been reported as a result of this event.